Event description:
A report received from the USA stating that the oil was leaking from hand piece during surgery. No pt or user injury was reported. The date of the event was unk. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref# (B)(4).